Event description:
It was reported that the patient was experiencing intermittent right should muscle stimulation. Fluoroscopy revealed that the right ventricular (rv) lead had "pulled back." High rv threshold and small r waves were also noted. Fluoroscopy also indicated that the right atrial (ra) lead had "pulled back." Small p waves were noted. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).